Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported "did not detect door shut" was not reproduced. A review of the event history log revealed 'shut door-power off'. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined. The pump mechanism assembly will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not detect that the door was closed. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.